Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this left ventricular (lv) lead was performed. Analysis showed that the insulation was bunched, and conductor coils were deformed or misaligned throughout lead body. Blockage encountered from the terminal end due to misaligned conductor coils. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that upon trying to remove this lead, it became dislodged and caught it on the introducer and the lead began to stretch. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that upon trying to remove this lead, it became dislodged and caught it on the introducer and the lead began to stretch. This lead was replaced and never in service. No adverse patient effects were reported.